Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the infusion device did not correctly provide an e4 occlusion error, and the customer experienced hyperglycemia of above 13.0 mmol/l as a result. The customer was given an insulin injection, and no adverse event was reported. The alleged product was requested for evaluation.